Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation, and has not been received. (B) (4).

Event description:
Customer claims that during testing of the sensor the alarm tone was intermittent, when the pressure was applied on and off. The sensor pad was tested with a working 8350 keepsafe alarm. There was no pt contact.